Manufacturer narrative:
Patient identifier - no patient involvement. Age & date of birth - no patient involvement. Patient sex - no patient involvement. Weight - no patient involvement. Ethnicity - no patient involvement. Race - no patient involvement. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional- unknown. Occupation- unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that the capiox device was damaged by the lid of the reservoir. The lid of the reservoir was somewhat raised. The damage was noticed pre-treatment upon opening. The patient was not harmed.

Manufacturer narrative:
This report is being submitted as follow up no. 1. This reported event has been deemed not reportable based off additional information received, because of investigation it is not a problem related to device manufacture in ashitaka; therefore, is not a reportable.